Event description:
The event occurred on an unknown date involving a plum 360¿ infuser where it was reported that the pump shutdown during transport. Furthermore, it was reported that the pump was tested, and logs verified. There was patient involvement and unknown human harm reported.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Manufacturer narrative:
D9 - date returned to mfg on 1/16/2024. Visual inspection performed and passed. The customer compliant wasn't confirmed that the device had a shut down on it own. Tested the device on battery mode during the pci functional testing and found no issues. Tested the pump on ac mode and battery mode during protocol run and found no issues. The probable cause is not found, couldn't duplicate the issue.